Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient stated that her blood glucose was 500 mg/dl. She treated by using insulin. Troubleshooting was declined for the high blood glucose. The no delivery alarm was resolved by changing the site. The customer performed a 5.0 unit prime and the insulin successfully exited the tubing; the no delivery alarm did not recur. The insulin pump was not returned for analysis.